Event description:
It was reported that review of an episode of non-sustained ventricular tachycardia from this implantable cardioverter defibrillator was requested. Lead noise was suspected. Attempts to create noise with isometrics were not successful. A technical services (ts) consultant reviewed an episode and confirmed oversensing, potentially of atrial fibrillation. Ts suggested troubleshooting measures. The patient was in a hospital environment, accompanying her husband, at the time of the episode and ts noted the noise could be due to electromechanical interference. Ts confirmed that the oversensing inhibited pacing for approximately 2.6 seconds. No adverse patient effects were reported. This device remains in service.